Manufacturer narrative:
Product analysis confirmed the reported events related to cylinder has a hole and mechanical issue. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has fold that indicate possible buckling of the cylinders in the proximal cylinder body. Cylinder 1 has leak in the proximal cylinder body; hole was present at corner of fold. Cylinder 2 has bulging, excess air between the inner and outer tubes when inflated; fluid was found inside between the inner and outer tubes. Both cylinders had wear at fold in cylinder body. The krt of both cylinders were worn to filament; no leaks were found in krt. Product analysis concluded that identified fluid leak in cylinder is also the most probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the fluid loss allegation and mechanical issue.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working as expected two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Diagnostic testing was performed and the physician found a cylinder tear. The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working as expected two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Diagnostic testing was performed and the physician found a cylinder tear. The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. The patient was stable following the procedure.